Manufacturer narrative:
Event data was reviewed by a member of the clinical team. No evidence of machine malfunction was found. A service engineer (se) evaluated the device at the customer site. The se found that the blood gas analyzer (bga) cable was routed next to the rotating part of the ascites pump and was pressing against it. There were signs of friction and rubbing on the pump and on the part of the bga cable that was next to the pump. This friction would cause the pump to overheat and shut off. Therefore, the se routed the bga cable away from the ascites pump and ran a test perfusion. The ascites pump turned on as requested every time. Subsequently, the device passed all testing.

Event description:
The device user (du) reported that the perfusion had been ongoing for roughly 13 hours. After the metra was transported to the liver recipient operating room, message codes 300 (ascites pump running continuously) and 330 (frequently empty blood reservoir) appeared, followed by message code 2330 (critical fault reported). There was little to no flow in the hepatic artery, portal vein, and inferior vena cava. Additionally, there was no volume in the soft shell reservoir (ssr). The liver was removed from the device and cold flush was started. It was observed that the liver bowl was full of perfusate, reservoir was empty, and the recirculation line was full of volume. The surgeon confirmed that all cannulas were still in place with no leaking on any vessels or around any of the cannula during cold flush. It was also confirmed that the perfusion was stopped and all roberts clamps had been clamped prior to removing the liver from the device. Therefore, the volume in the liver bowl was not due to incorrect liver removal from pump. The liver was transplanted successfully.